Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during the polish mode of a cataract extraction with intraocular lens implant procedure he has had some patients that are experiencing posterior capsule tears with the irrigation/aspiration tip. Additional information has been requested, but none have been received to date.

Manufacturer narrative:
No sample has been returned for evaluation for the report of posterior capsule tear; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).